Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, the customer indicated that the 40psi (pounds per square inch) regulator was replaced and adjusted. Ventilator is back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had low inlet pressure warning during setup prior patient use. Furthermore, there was no patient involvement associated with the event.